Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device, found a diagnostic message and replaced the exhalation valve assembly. The ventilator passed all testing per manufacturing specification and was returned to the customer. Review of the diagnostic logs indicates the device entered backup ventilation. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator entered into backup ventilation. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.